Event description:
The reporter did back to back blood glucose tests on two mornings. Tests were done within 10 minutes, using separate finger sticks. First reported results were 58 and 183mg/dl, and the second day's readings were 75 and 147mg/dl. Reporter did not have any symptoms. A control solution test was in range, 124 (96-144). On followup, the reporter checks the test strip confirmation dot for enough blood, and cleans meter weekly. No harm was alleged.